Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The device was received in with normal operating currents and no unexpected low battery alarm noted.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump may be malfunctioning. Physicians stated he should have the insulin pump replaced. The blood glucose reading at the time of the incident was over 500 mg/dl. Customer was driving and had a mild heart attack. The paramedics were called to transport customer to hospital. Customer was very thirsty. Hospital is treating with insulin drip. The current blood glucose reading is 400 mg/dl. Nothing further reported.